Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a heavily scarred tortuous common femoral artery after an unspecified procedure. Reportedly, after uneventful clip deployment the pt's groin continued to bleed. A chito-seal was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested no add'l info was available.

Manufacturer narrative:
The returned device was rec'd fully clip deployed the external components were in the correct post deployment positions, with the exception of the vessel locator wings. The device was disassembled and the locator wings were found to be severely bent indicating the locator wings were under high distal forces during deployment. The carrier tube was examined and tine marks present indicating the clip had been deployed. It was reported that the artery was heavily scarred which may have been a contributing factor in bending the vessel locator wings. Therefore, based on the investigation findings the root cause for the failure to achieve hemostasis appears to be related to the operational context in which the device was used. No mfg issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.